Event description:
Boston scientific received information from a registered nurse (rn) stating that this implantable cardioverter defibrillator (ICD) and transvenous right ventricular (rv) lead were possibly undersensing on the ventricular events. The patient was being monitored with a holter unit. Technical services (ts) reviewed electrograms which were sent in, which showed 'surface 2 2-channel rhythm strips, with possible sandwich beats', and recommended that the rn obtain some real time telemetry electrograms to further investigate this observation. Ts suggested that if the rn confirmed sandwich beats, that she try one of several reprogramming options, per confirmation with the physician. No adverse patient symptoms were reported in this event. According to the available information, this ICD and lead remain implanted and in service. Additional information was obtained from the field stating that the ICD was reprogrammed to the 'most sensitive' setting, per the physician. No additional information is available at this time. Subsequent information indicates that the device was electively explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observation was not able to be confirmed.